Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 implantable pacing lead, implanted (B)(6) 2003; 4965 implantable pacing lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported the implantable pulse generator (ipg) had unexpected longevity and lasted less than five years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
Further review prompted a change in the device analysis results.